Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received a prime alarm during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on display window, scratched reservoir tube window and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error. The customer's last known blood glucose was from the night prior to the phone call and it was 144 mg/dl. The customer stated that the drive support cap was sticking out. The customer did not press on the cap while connected to the device. The customer stated that even if they push the cap it doesn't do anything. They were asked not to press on the drive support cap. The customer was disconnected from the device. The discontinuation of the device was advised. Nothing further was reported.